Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the submental using the coolmini applicator and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on (B)(6) 2020 and (B)(6) 2021 using the cooladvantage coolmini system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Corrected data: h9.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on (B)(6) 2020 and (B)(6) 2021 using the cooladvantage coolmini system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.